Event description:
Reportedly, the physician observed an abrupt decrease in the battery curve of the remote monitoring follow-up report dated (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the physician observed an abrupt decrease in the battery curve of the remote monitoring follow-up report dated (B)(6) 2019.